Event description:
As reported by the field clinical specialist (fcs), the patient was undergoing an open chest surgical mitral valve replacement procedure with a non-edwards valve. There was difficulty with the surgical valve placement, and a decision was made to deploy a transcatheter heart valve (thv). This was noted to be an off-label surgical mitral valve replacement procedure. On the first attempt to deploy a thv, a decision was made to deploy a 26 mm sapien 3 ultra resilia valve with an additional 3 cc of volume; however, it was noted that the valve was not large enough. The valve was not seating correctly and was not stable. The valve was removed without any issues and a decision was made to deploy a 29 mm sapien 3 ultra resilia valve. The 29 mm sapien 3 ultra resilia valve was deployed and was noted to be well seated. Upon observation under the transesophageal echocardiogram (tee), it showed severe paravalvular leak (pvl) around the valve. The 29 mm sapien 3 ultra resilia valve was removed and a decision was made to make a final attempt of deploying a non-edwards surgical valve. The non-edwards surgical valve was able to be deployed, but pvl was still observed. On the following day, the patient was taken for pvl management by a cardiologist to plug the pvl. The patient was in critical condition at the time. Subsequently, on the next day, the patient passed away. Additional information was received indicating the off-label procedure was a final treatment option for the patient. The patient had viable tissue that needed to be repaired. It was noted that leaflets were removed prior to the thv being deployed.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve/pre-stent and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves. The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest procedural factors (off-label use) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The device was used in off-label implantation in the mitral position. As there are no specific IFU or training materials related to off-label mitral procedures, the available training materials were reviewed only for information potentially relevant to the device use. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.